Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a patient was injured while being examined on the axiom artis dfa system. The customer reported that a patient suffered a slight bruise on the leg during table movements. Additionally, it was reported that the control module table top brake release was having intermittent trouble re-locking after table release. We are unaware of any further impact to the state of health of the patient involved.

Manufacturer narrative:
During the investigation it was determined that a user error caused the dmg error. After replacement of the tcm cable, the system was within specification and the failure did not reoccur. No further action is required as a user error was determined as the root cause.